Event description:
Rn drawing labs from left tlc without difficulty. Rn removed the smiths medical saf-t holder device (ref 96000) (lot number 4106947) went to flush the central line to clear it of blood and noticed that there was a white piece of something in the valve on the IV line and noticed air moving from the valve to the patient. Rn immediately clamped the line, removed the valve and placed a new valve with nss flushed through it onto the line, unclamped the line and withdrew the air until blood was in the syringe. Rn then disconnected that syringe and flushed the blood from the line with out difficulty. FDA safety report ID# (B)(4).